Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the pump showed error message 41622 after one motor revolution. The cause was determined to be a defective engine sensor. The engine sensor will be replaced.

Event description:
It was reported that there was an error 41622. The error message appeared during prefilling. There was no patient involvement.